Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module being unable to power on was confirmed. The returned power module (serial number (B)(6) was received at the european distribution center and was unable to be powered on upon arrival. One of the fuses in the power module¿s ac power cable assembly was observed to be damaged. The ac power cable assembly was replaced with a new component with new fuses. Then, the unit was able to function as intended. Preventive maintenance was performed, and the serviced and repaired power module was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was determined to be a damaged fuse in the ac power cable assembly; however, the root cause of how the fuse became damaged was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2013. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes a functional test of the unit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involved section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was unpacked and the healthcare provider turned it on to see if everything worked. The unit did not start at all. The unit was not used.